Event description:
Reporter reported a leak on a transfer set. No pt injury or medical intervention was reported. The transfer set has been changed.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a leak on a transfer set. The root cause was broken occluder feet. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this prod line and take corrective / preventative action as appropriate.